Manufacturer narrative:
Additional information: g3 correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent long-term chronic catheter placement for renal dialysis in the endocrine and nephrology department on (B)(6) 2025, followed by routine hemodialysis postoperatively. On the day of the event, bleeding was observed at the junction between the dialysis catheter and the long-term catheter interface during dialysis. Investigation suggested that the mismatch in material compatibility between the long-term catheter and the hemodialysis circuit components led to damage at the catheter connection. After replacing the long-term catheter connector, bleeding did not recur. Additionally, an arteriovenous fistula was created to ensure vascular access for ongoing dialysis. The catheter was not repaired. There was a leak and crack at the venous(blue) adapter. Tego was not utilized. Nothing unusual was observed on the device prior to use. Flushing was done with normal results. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The insertion site was not treated prior to product placement. No excessive force was used on the device. As a remedial action and intervention, the connector was replaced, and the procedure was able to be completed. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent long-term chronic catheter placement for renal dialysis in the endocrine and nephrology department on (B)(6) 2025, followed by routine hemodialysis postoperatively. On the day of the event, bleeding was observed at the junction between the dialysis catheter and the long-term catheter interface during dialysis. There was a leak and crack at the venous (blue) adapter. Investigation suggested that the mismatch in material compatibility between the long-term catheter and the hemodialysis circuit components led to damage at the catheter connection. Tego was not utilized. Nothing unusual was observed on the device prior to use. Flushing was done with normal results. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The insertion site was not treated prior to product placement. No excessive force was used on the device. The cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area. The catheter was not repaired. As a remedial action and intervention, the connector was replaced, and the procedure was able to be completed. After replacing the long-term catheter connector, bleeding did not recur. Additionally, an arteriovenous fistula was created to ens ure vascular access for ongoing dialysis. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent long-term chronic catheter placement for renal dialysis in the endocrine and nephrology department on (B)(6) 2025, followed by routine hemodialysis postoperatively. On the day of the event, bleeding was observed at the junction between the dialysis catheter and the long-term catheter interface during dialysis. Investigation suggested that the mismatch in material compatibility between the long-term catheter and the hemodialysis circuit components led to damage at the catheter connection. After replacing the long-term catheter connector, bleeding did not recur. Additionally, an arteriovenous fistula was created to ensure vascular access for ongoing dialysis. The catheter was not repaired. There was a leak and crack at the venous(blue) adapter. Tego was not utilized. Nothing unusual observe on the device prior to use. Flushing was done with normal result. Besides the reported issue, there were no any other visible defects/damages found on the product at the time of the event. The insertion site was not treated prior to product placement. No excessive force use on the device. As a remedial action and intervention, the connector was replaced and the procedure was able to complete. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, the patient underwent long-term chronic catheter placement for renal dialysis in the endocrine and nephrology department on february 5, 2025, followed by routine hemodialysis postoperatively. On the day of the event, bleeding was observed at the junction between the dialysis catheter and the long-term catheter interface during dialysis. Investigation suggested that the mismatch in material compatibility between the long-term catheter and the hemodialysis circuit components led to damage at the catheter connection. The catheter was not repaired. There was a leak and crack at the venous (blue) adapter. Tego was not utilized. Nothing unusual was observed on the device prior to use. Flushing was done with normal results. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The insertion site was not treated prior to product placement. No excessive force was used on the device. The cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area. After replacing the long-term catheter connector, bleeding did not recur. Additionally, an arteriovenous fistula was created to ensure vascular access for ongoing dialysis. There was no blood loss, and blood transfusion was not required. As a remedial action and intervention, the connector was replaced, and the procedure was able to be completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.